Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm of unknown size. It was reported that lack of seal zone in the right common iliac artery was discovered on CT exam approximately 8 years later. Two months later, it was planned to implant a bifurcated device. The attempt to implant this device was aborted due to left iliac artery disease and the device was never opened. As per the physician, the cause of the event was anatomy related due to disease progression in the patient. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary; the reported lack of a seal zone could not be confirmed, and the exact cause of the inability to implant the endurant bifurcate system during the intervention also could not be determined from the limited films provided. The anatomy at the aneurx implant is unknown, more complete films post-implant were not provided, and images during the attempted intervention were also not available. Review of a 3d-CT film report 8+ years post-implant revealed that a single aneurx iliac limb had been implanted within the right common iliac artery. Only the aortic and iliac artery flow lumen were seen in the returned films; therefore, the current size of any aortic or iliac artery aneurysm could not be assessed. No endoleak or any other issues were observed with the aneurx stent graft. The limb was essentially straight, the stent graft diameter within the left common iliac artery measured 16mm, and just distal to the limb the left external iliac diameter ranged from 9 ¿ 10mm. The left external iliac was notably more calcified and tortuous, and ranged in diameter from 14 ¿ 15mm. It is possible that the current diseased state within the left iliac artery resulted in the aborted im plant of the endurant bifurcate system. If information is provided in the future, a supplemental report will be issued.